Manufacturer narrative:
Serial number of the myosure control unit, hysteroscope and aquilex not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2016 and the patient's fluid deficit started to rise. The patient was bleeding and the physician placed a "foley balloon." The patient was admitted into the hospital overnight for observation. We have been unable to obtain additional information surrounding this event.